Event description:
It was reported that there was an m2 alarm on the centrimag. The console and motor were exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of an m2: motor disconnected alarm was confirmed via the log file and via the motor¿s functional analysis. The log file captured an m2: motor disconnected alarm on (B)(6) 2025 at 00:47:15 while the system was operating around ~3000 rpm, causing the pump to stop. The speed was ramped back to ~3000 rpm approximately 4 minutes later, and the m2 alarm was cleared. The system was observed to have been exchanged at the end of the data, consistent with the reported console and motor exchange. The returned centrimag motor (serial number (B)(6)) was functionally tested alongside known working test equipment; the motor initially displayed an m2: motor disconnected alarm, indicating that it could not be recognized by the console. The alarm cleared, and the motor was able to operate, when the motor¿s cable was flexed at either its motor-side bend relief or its connector-side bend relief. When the cable was straightened at either point, the impeller within the pump would vibrate and would produce a grinding noise, which would also cause the set speed to drop or would cause the pump to stop, consistent with the data in the log file. The motor¿s cable was measured for continuity, and wire fatigue was observed within one of the motor¿s power lines which would cause the observed events to occur. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable near its motor-side and connector-side bend reliefs, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.